Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned during explant procedure. This rv lead remains implanted. No additional adverse patient effects reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned during explant procedure. Additional information received from the field representative indicated that the reason that the lead was capped was because of an upgrade. This rv lead remains implanted. No additional adverse patient effects reported.